Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2020-00835.

Event description:
It was reported that the fiber cap broke off on activation of the laser during a photovaporization of the prostate procedure. No energy was registered on the laser console upon activation. The physician exchanged the fiber and the fiber card of the first fiber was used to continue with the procedure. The total fiber joules registered on the laser console during use of the second fiber was 75,703 with a total lasing time of 11:55 minutes expended. However, since there was too much bleeding, the physician changed technique to button transurethral resection of the prostate (turp) to complete the procedure without patient serious injury. This is report is for second fiber.

Event description:
It was reported that the fiber cap broke off on activation of the laser during a photovaporization of the prostate procedure. No energy was registered on the laser console upon activation. The physician exchanged the fiber and the fiber card of the first fiber was used to continue with the procedure. The total fiber joules registered on the laser console during use of the second fiber was 75,703 with a total lasing time of 11:55 minutes expended. However, since there was too much bleeding, the physician changed technique to button transurethral resection of the prostate (turp) to complete the procedure without patient serious injury. This is report is for second fiber.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2020-00835 the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The product was not returned; therefore, no physical analysis could be performed. A review of the device labeling was conducted. The direction for use list hemorrhage as a potential risk associated with this type of procedure. In addition, based on review of the information available and labeling, there was no evidence that the device was used or handled improperly. An evaluation conclusion code of known inherent risk of device was assigned to this investigation.